Manufacturer narrative:
(B)(4). Date sent: 04/17/2025. D4: batch #748c51. D4, h4: expiration date and device manufacture date corrected. Investigation summary: visual analysis of the returned sample determined that one gst60g reload was received for analysis and reload body was noted to be damaged. The reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one-piece sled has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch number 748c51, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/07/25. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, it was observed that on the second firing of the sleeve with a gst60g reload with ech60r loaded the stapler appeared to fire as normal, when the surgeon came off the tissue the stapler had not deployed any staples on the left side of the reload (patient side) while the right side (remnant) all staples deployed as usual. The surgeon oversewed the hole and continued the procedure with the same plee60a stapler and gst60g reloads form the same box with no issues. The procedure was completed successfully with a delay of 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.